Event description:
Reporter alleged blood glucose measured lo back to back with a result of 320 mg/dl when testing was performed 10 minutes apart. Customer stated the lo result appeared with a battery symbol on the display screen. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.